Manufacturer narrative:
The results of this investigation concluded the cuspal tissue was fibrotically thickened and there were calcifications. Special stains were negative for organisms and no inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin and calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 25mm trifecta valve implanted. On (B)(6) 2015, the valve was explanted due to an increased gradient secondary to immobile cusps and suspected valve deterioration. The valve was sent for bacterial analysis. A 25mm masters series mechanical heart valve was implanted in lieu of the tissue valve.